Event description:
Pt admitted 07/17/98 for elective outpatient surgery; laparoscopic bilateral fallopian tubal ligation. During the course of the procedure, on initial use, the bipolar kleppinger forceps stuck to the right fallopian tube causing a laceration of the right mesosalpinx. After attempting to control the bleeding through the laparoscope unsuccessfully, an open laparotomy was done. After start of laparotomy, bleeding had already stopped, however the mesosalpinx was sutured to assure no further bleeding, and the fallopian tubal ligation was completed. Pt transferred to recovery room for observation and discharged home after discharge criteria were met. Kleppinger forceps handle, insert and generator inspected by MFR's rep. He reported no problems noted on handle/insert. Generator sent to co for further eval.